Event description:
The patient had a lower abdominal expander inserted. The expander folded in half longitudinally with the fold occurring in the anterior direction. The folded expander was therefore removed at the coupling device leaving the port and coupler intact. A cui 6 x 12 cm expander was inserted.